Event description:
It was reported that a spectrum pump alarmed constant door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of door not fully latched through the experience of the alarm, but could not reproduce it during evaluation. Evaluation determined the cause to be the upper auxiliary switch separated from the upper auxiliary flex. The upper auxiliary assembly was replaced to correct this condition.